Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least eleven applications were performed with balloon catheter, (B)(4) with lot number 25572, and system notice 50012 ¿the refrigerant delivery path is obstructed¿ was observed. Clinical issues were encountered during the case. The system notice is not related to the reported adverse events. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after another manufacturer's transeptal sheath went across the septum, an acute drop in patient's blood pressure was observed. The blood pressure resolved without intervention. The patient was evaluated for a cardiac effusion and when no effusion was noted, the case was continued and completed with cryo. Post-operatively, after company products were removed, the patient developed chest pain and an effusion was noted. A pericardial window was performed to drain the cardiac tamponade and the patient's hospital stay was extended. No further patient complications have been reported as a result of this event.